Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse was unable to reproduce the issue, but confirmed error occurrences in logs. The fse replaced the master tool manipulator (mtm) 2 to resolve the issue. System tested and verified ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. During failure analysis, visual inspection was performed and found no problem related to reported issue. Checked and verified error 23068 in lighthouse (aperture) and installed on an internal equipment, fixture, or tool (eft) system. The system powered up with no errors or faults, so installed instruments and test drove. During the drive there were no errors or failures, so removed instruments and powered cycled and drove system several times-still there was no failure. Upon further investigation, engineering still could not replicate root cause of the issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported error 23068 observed on master tool manipulator left (mtml)2. Prior to calling, the caller attempted to recover with no change. The caller noted they are a dual console system and only planning on using one console. The tse walked caller through disable of mtml2 and user proceeding with case using console 1. The procedure was completing as planned with no reported injury.